Event description:
The pt was being fed using a pump. A 500 cc of an enteral feeding solution was hung, and the pump was set to deliver 69 ml/hr. One hour and twenty minutes later, the pump alarmed empty. A second nurse added an additional liter to the feeding container and restarted the pump. Twenty minutes later, the entire liter had been delivered. The pt was congested and had labored prespirations. A small amount of enteral solution was suctioned, an i.v. Site was restarted, and 40 mg lasix q12 hrs was administered. The pt's peg tube was opened and 300 cc were removed. The pt was suctioned again. Pt vomitted 400 cc, diuresed and became stable. One pt involved.